Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 this patient underwent the mitraclip procedure. On (B)(6) 2019 the patient underwent a right heart catheterization (rhc) at the hospital. The rhc showed moderate pulmonary hypertension. The patient was mildly hypotensive after the rhc. The patient was readmitted to the hospital for inotrope-assisted diuresis. The patient was discharged on (B)(6) 2019. On (B)(6) 2019 the patient was re-admitted to the hospital with acute decompensated heart failure. This was treated with medications (diuretics, beta blockers, dobutamine, heparin, eliquis). On (B)(6) 2020 the patient expired from end stage heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening heart failure, hypertension and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.